Manufacturer narrative:
G4: 04mar2020. B4: 05mar2020. The controller pcb (printed circuit board) needs to be replaced but part is already discontinued and the unit has been retired. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08nov2019.

Event description:
The customer reported unit not reaching target pressure. The device was not in clinical use at the time the issue was discovered, therefore, there was no patient or user harm reported.